Event description:
It was reported by the customer cracked PICC line occurred during a routine care and maintenance check during flushing when clinicians found that the line was leaking. Because the line was leaking the line had to be removed. This was when they spotted a crack around the 7cm mark. The patient's PICC line was previously inserted around 3cm at skin. No skin damage seen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.